Manufacturer narrative:
H6. Device code a26 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Event date was corrected to 2024-01-22, year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's indication for use was non-malignant pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) stated that their pump has been empty and alarming since february. The patient then stated, 'there's a lot of things I discovered through all this trying to get help.'the patient said 'I was in a wheelchair before I got the pump almost 10 years ago and this was a life changer. I could be a poster child for mdt. It helped me so much. Now I'm almost back to a wheelchair again. 2 months ago, I was dying and I crawled in the grass trying to figure out who I was.' The patient stated they need a solution because they were going through 'very ugly opioid withdrawals that are going to get the best of me.' The patient stated that they need help today or tomorrow and then disconnected the call..

Event description:
Additional information received from the patient indicated that the patient's pump ran dry on (B)(6) 2024 and their withdrawal symptoms were "terrible". The patient needed to get their pump refilled as soon as possible, before they ended up "back in a wheelchair". The patient was in a wheelchair when they had their pump implanted and, now they were "almost back there". Physician listings were declined by the patient, as they had contacted "doctors around the country but no one will touch" their pump since they didn't implant it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that his pump ran dry on (B)(6)2024 and he went through withdrawal symptoms that almost killed him. The patient stated he could not find an hcp to manage his pump and his pump was alarming for the past 3 months. The patient stated that he needed to get his pump up and running again and he went to the emergency room (ER) today because his arthritis was flaring up really bad and he was really dizzy and falling down. The patient's son checked his blood pressure and it was elevated so he took him to the ER. The patient stated he was still in a lot of pain now. The agent was sending the patient hcp listing to the patient's email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a consumer (con) stated that their pump was not functioning. Additional information was received a consumer (con) stated that the patient said ¿you need to step up and take responsibility for your product. I've already started a lawsuit against a healthcare provider (hcp) and medtronic¿ since they were denied any kind of care for the pump. The pump quit working on (B)(6) 2024. The patient stated that the pump was shocking them, and the discomfort was unbearable, along with some sort of alarm every 20 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: on (B)(6) 2019 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 30-jan-2021, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.3 mg/day via an implanted pump for an unknown indication for use. It was reported there was potential catheter damage. The patient called because he recently moved to the area and needed a managing physician. His refill was needed by (B)(6) 2024 . He also states he was having a return of pain and he was beat up last week. He thought the catheter was damaged. It was noted the rep explained to the patient first we need to find a managing doctor, but it would be tough. The rep called his managing doctor in indiana, and they offered him an appointment to do the refill, but he declined. It was reported all managing physicians in the rep¿s area declined to accept the patient. The rep informed the patient of this, and his best route is to see his old managing doctor in indiana. The patient refused and hung up on the rep. It was further reported the rep approached the rep in (B)(6) about the situation and asked that the managing physician¿s office call him to get him to be refilled and examine his catheter. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ surgical intervention was not planned at this time. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a consumer on 2024-02-12 and it was reported he was physically assaulted and slammed on his back where the pump was and for about 2-3 weeks he had been going through withdrawals. The patient had not felt normal, his balance and thinking were way off. The patient had not been able to get in to see his healthcare provider (hcp) because he did not have transportation. It was noted the patient was scheduled to have his pump filled on (B)(6) 2024 , but didn't have a ride to get him 5 hours to the appointment. The nurse at the clinic told him today that he was no longer a patient of the clinic. Agent offered physician listing and the patient refused. The patient asked what he was supposed to do if he could not find a doctor. The patient disconnected the call. The patient also mentioned that he was diagnosed with an aneurysm and was waiting to see the specialist and that he had really bad arthritis. It was reported his personal therapy manager (ptm) was not working right and not one has showed him how to use it, but it never worked right. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that they have still not found anything to take out their pump as it has been alarming for months and was "very uncomfortable" and "protruding" out of their back. They have been in contact with local rep in denver, but they have stated that they have done all they can. The patient also stated they have contacted the attorney general in indiana and stated they will "see it through" to get it taken out and will find their way "up the ladder at medtronic" to "get this figured out" and disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient's pump had been quickly approaching its refill date. The rep tried to find a local doctor who would take the patient on, but no one would. The rep advised the patient that his best course of action would be to go back to his previous office until they could identify a new managing doctor. In regard to the previous report of the pump quit working and was non-functional alarming every 20 minutes, they assumed the pump ran dry. The alarm date was on (B)(6) 2024. It was unknown if the pump quit working and being non-functional resolved. Actions/interventions taken to resolve this issue were unknown. In regard to pump shocking the patient, it was unknown if an infusion system related issue occurred. The rep was not made aware of a shocking sensation when they spoke to the patient earlier in the year. The pain the patient recently had was related to being beaten by an intruder and the patient was having increased pain. The cause of the p ump shocking the patient was unknown. It was unknown if the pump shocking resolved. Additional information received from the patient on 2024-07-16 indicated that the manufacturer could "either get me scheduled for a refill on my pump or a pump removal surgery". The patient wanted a "fix or removal" of their "non-functional pump".